Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the dependent patient presented in clinic with dizziness. Upon interrogation, it was observed the right ventricular lead was over-sensing noise and causing pacing inhibition. The lead was capped and replaced on (B)(6) 2020. The patient was stable.